Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was noted that the patient showed the same pleural effusion on (B)(6) 2023, three days prior to the barostim implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced pulmonary edema and right pleural effusion related to the procedure on (B)(6) 2023, and fluid was removed. It was noted that the patient showed the same pleural effusion on (B)(6) 2023, three days prior to the barostim implant. On (B)(6) 2023, the patient reported being sick and spitting up phlegm. A follow-up appointment was scheduled on (B)(6) 2023 which was postponed for an unrelated issue. As of (B)(6) 2023, the patient was doing well. In the opinion of the physician, the phlegm was related to a pre-existing patient condition and was not related to barostim therapy.